Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging an unusual issue with the subject meter. No further information was provided at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.